Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding an inaccurate phenotype proposal (false positive esbl) for escherichia coli while testing a patient urine sample with the vitek® 2 ast-n372 test kit (ref 422241, lot 0221286104). For the investigation, one (1) card of the customer lot (0221286104) and one (1) card of a random lot (0221376404) were tested from cba (cos bmx) and cpse (bmx) subcultures. Vitek 2 aes phenotype obtained esbl on both lots and both media. The phenotype obtained by the customer was reproduced in-house. According to the aes demonstrator knowledge base (kb) v8.01, the mic of ceftriaxone (cro) and piperacillin-tazobactam (tzp) do not match with the expected phenotype ¿high level cephalosporinase (ampc)¿. The reference method was used to check the mic for cro and tzp. The vitek 2 mics for cro and tzp were in agreement compared to the reference mics. With the aes demonstrator tool, aes still proposed ¿extended spectrum beta-lactamase¿ on ast-n372 card using the reference mics. The expected phenotype ¿high level cephalosporinase (ampc)¿ confirmed in-house by the reference methods (pcr ampc positive (dha+) and diffusion method) is not given by the aes due to the mics of tzp and cro. The mics are considered to be atypical for matching with the expected phenotype. Vitek 2 lot 0221286104 met final qc release criteria, and passed qc performance testing. See section h10.

Event description:
A customer in (B)(6) notified biomérieux of an inaccurate phenotype proposal (false positive esbl) for escherichia coli while testing a patient urine sample with the vitek® 2 ast-n372 test kit (ref 422241, lot 0221286104). Repeat analysis performed with the vitek® 2 ast-n233 + xn05 (n233 lot 6331020103, xn05 lot 1480864103) obtained esbl as a single choice phenotype proposal with a correction applied to the esbl test from negative to positive. Complaints registered for the ast-n233 and xn05 results are case (B)(4), respectively. Synergy testing was performed as an alternative method and obtained a negative result for esbl. There is no indication or report from the laboratory that the false positive esbl phenotype proposals led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.